Event description:
It was reported while using bd vacutainer® edta 2k, one (1) tube displayed excessive negative pressure leading to overfill. There were no other health impact or consequences reported..

Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. A total of 100 retained samples were inspected, with no issues being identified. Additionally, 10 retained samples underwent visual inspection, with no visible defects observed. Functional testing was performed on 10 retained samples, and all were within specification limits. A review of the device history record for the incident lot confirmed that all product specifications and lot release requirements were met. This complaint could not be confirmed for the indicated failure mode: draw volume- overfill. No definitive root cause could be established for the reported defect. Complaints for this device and reported condition will continue to be tracked and trended. Information will be captured in trend reports and monitored. Our business team regularly reviews the collected data to identify any emerging trends.